Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was not charging. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was not charging. A field service engineer (fse) went onsite and confirmed the reported issue. The fse was able to confirm that there was no voltage output from the power supply. The fse advised the replacement of a power supply to resolve the issue.

Manufacturer narrative:
H10: the field service engineer (fse) replaced the power supply and confirmed the replacement of the power supply resolved the issue. The fse replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.